Manufacturer narrative:
We will file a f/u MDR at the completion of the investigation. (B)(4).

Event description:
The customer reported that they were unable to hear the pt via the gantry intercom system. The field service engineer (fse) evaluated the system, determined the gantry audio board and microphone had failed, and replaced them to resolve the issue. The fse confirmed there were no injuries to pt, operator, bystander associated with the event.